Event description:
It was reported that the customer's blood glucose level displayed as "high," but the specific value remained unknown. The cause was unknown. The customer took corrective action by administering a correction bolus via the pump, and it was noted that no further assistance was required.